Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged three times during the implant procedure. The patient also experienced phrenic nerve stimulation and diaphragmatic stimulation. The last time it was in the target vein with good numbers. Post implant it pulled way back to the proximal part of the lateral vein with loss of capture. The lead was subsequently explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.